Manufacturer narrative:
Ortho clinical diagnostics (ocd) performed retained testing. Satisfactory results were observed.

Event description:
Pt with anti-e failed to react with any of the e positive cells on the panel. Account describes reactivity with screening cells as 2+. This report corresponds to ortho clinical diagnostics inc. (B)(4).